Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 patient code: no code available (3191) used to capture the device revision or replacement.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent a revision to address component loosening and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - alert date 30 jan 2017 - (B)(6) confirmed there was no component loosening. Reasons for revision : alval / soft tissue reaction / pain / large pseudotumor.

Manufacturer narrative:
Asr revision: asr xl, left. Reason(s) for revision: component loosening, pain. Update - alert date (B)(6)2017. (B)(4) confirmed there was no component loosening. Reasons for revision : alval / soft tissue reaction / pain / large pseudotumor. Amended patient harms and failure code, taken from attachment dated 30 jan 2017. (B)(4)2017. Update aug 15, 2017: email notification from (B)(4) received. There is no new information. This complaint was updated on: aug 22, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.